Manufacturer narrative:
As reported, the patient experienced multiple adverse symptoms post implant of 3dmax mesh. Additional follow up cannot be performed as there is no contact information available. Based on the information provided, no conclusions can be made. The degree to which the 3dmax mesh implant used to treat the patient, may be causing, or contributing to the ongoing symptoms is unknown. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. This emdr represents the 3dmax mesh (device #1). Additional MDR's were submitted to represent the 3dmax mesh (device #2) and ventralex st mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per ansm report (n°r2516729):description of the incident: male born in 1982 - 54 kg - 3 implants 3dmax mesh left (device #1), 3dmax mesh right (device #2) and ventralex st mesh (device #3). Operated on for bilateral inguinal and umbilical hernias on an outpatient basis, which resulted in hospitalization. After the operation, excruciating pain in the lower abdomen upon waking. Unable to walk. Loss of appetite, excessive weight loss. Digestive problems, after meals violent cramps in the stomach radiating to the rectum and a feeling of tearing, diarrhea, constipation with thickening of the colon, genital pain extending to the rectum, excruciating pain in the penis relieved by urination, cold and retracted penis, tense testicles that rise. Tingling and cramps that spread from my feet to my head, causing a feeling of uncontrollable general discomfort with nervous spasms that make me feel like I am dying, a ¿violent crisis.¿ fatigue, headache, tinnitus, and eye pain. Before the prostheses were fitted, I only had pain in my right and left groin, but since the operation and the prostheses were fitted, the pain in my groin has intensified with a feeling of electric shocks. This area is too tight, I can't stand up or walk. The pain in my lower abdomen and the area where the prostheses were inserted is excruciating and unbearable, even to the touch. I never had any similar problems before the hernia surgery. I feel terrible, the symptoms are constantly changing, I can't take it anymore, it's a nightmare. This has been going on for too long, I don't know what to do anymore. I'm crying for help.